Event description:
On (B)(6) 2012, the patient contacted animas to report she was hospitalized on (B)(6) 2012 and treated for hyperglycemia. The patient reported that her blood glucose (bg) at admission to the hospital on (B)(6) 2012 was 700 mg/dl. It is not known what the patient's bg values were prior to hospital admission. It is also not known what symptoms, if any, she developed prior to hospital visit. The patient claimed the pump was removed at time of hospital admission and she was placed on IV's. The patient informed customer support that she was restarted on the pump on (B)(6) 2012 while still in the hospital and discharged on (B)(6) 2012. After being discharged, the patient reported that her bgs continued in the 350 mg/dl range and has been supplementing with syringe injections. The patient denied developing symptoms suggestive of hyperglycemia after being discharged from hospital. The patient informed animas customer support that her md advised her she should have pump replaced. At the time of troubleshooting, the patient claimed that her hcp reviewed the pump's basal rates and advanced setup features and advised the patient that they were programmed correctly. The patient informed customer support that she only uses her stomach for site rotation and claimed the site appeared healthy. It was noted that total daily delivery (tdd) and bolus history were accurate. Review of alarm history did not reveal any associated alarms; however, at the time of the call it was discovered that the pump did not alarm the patient of a low cartridge. The patient reported that the pump was reading 15 units of insulin left; however, there was no alarm in pump's history for the low cartridge. It was noted that the pump is programmed to alarm when cartridge has 20 units of insulin left. At the time of the call, customer support informed the patient that the high bg most likely was related to a bad site and poor site rotations. The patient was advised to follow-up with her md to review appropriate site rotation. This complaint is being reported because the patient was hospitalized and treated for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.